Event description:
It was reported that post a stent graft placement, the device was allegedly found to be expired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent graft was implanted, and the delivery system was not returned. No photos of the label were provided. Based on information available, a vascular stent was implanted after expiry of the shelf life of the device, and the customer did not verify the shelf life of the device prior to use. Labeling review: relevant labeling applicable for this device was reviewed. The instructions for use addresses the potential risks: "do not use the device after the ¿use by¿ date specified on the label." H10: d4 (expiration date: 10/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent graft was implanted and the delivery system was not returned. No photos of the label were provided. Based on information available, a vascular stent was implanted after expiry of the shelf life of the device, and the customer did not verify the shelf life of the device prior to use. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use states: "do not use the device after the ¿use by¿ date specified on the label." The expiry date is printed on the label with a pictogram (hour glass) and the wording 'use by'. H10: b5, d4 (expiration date: 10/2023), g3 h11: e1 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent graft placement procedure, the device was allegedly found to be expired right after the deployment. Reportedly, the expired stent was not replaced after being identified. There was no reported patient injury.